Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 325 mg/dl due to needing settings adjustments. High bg was addressed by correction bolus via pump. Emergency medical technicians were called but observed customer only to ensure that high bg resolved. Tandem technical support advised the customer to consult their healthcare provider to review settings and make adjustments.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.